Event description:
It was reported that patient presented to hospital after receiving multiple shocks and a patient notifier. The patient reportedly was moving a mattress when the shocks occurred. Device interrogation revealed no capture, no r-wave sensing and oversensed p-waves. X-ray confirmed rv lead dislodgement. The lead was successfully repositioned and all measured values were normal and in-range.

Manufacturer narrative:
No medwatch form was received.